Manufacturer narrative:
Pump had unresponsive buttons at up due to unlocked j2/lcd keypad connector during visual inspection. Unable to perform operating currents, self test and displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test or verify no excessive no delivery/occlusion alarm and motor error alarm due to unresponsive button. No button error alarm during testing. The motor was tested outside of the device and passed. Pump received with cracked reservoir tube lip and cracked battery tube threads. The test infusion set and reservoir does lock into place.

Event description:
Information received by medtronic indicated that insulin pump received motor error alarm. Customer was able to clear the alarm and able to rewind insulin pump. Insulin pump also received insulin flow block alarm. Reservoir was not empty. Insulin exit during 5 unit fixed prime cannula. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.